Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 1 of 2, medwatch report # 3004209178-2012-89417.mfg. Report 2 of 2, medwatch report # 3004209178-2012-89418.

Event description:
The customer reported being hospitalized due to unexplained high blood glucose of 860mg/dl, and he was treated with manual injections and previously with an insulin drip. The customer experienced vomiting and deliria. Troubleshooting was performed. The customer's most recent glucose reading was 126mg/dl. The customer requested assistance inserting a new infusion set. The caller mentioned having issues with a reservoir. Advised the customer to call back if further assistance is needed. No additional information was provided.